Event description:
My symptoms after getting implants were: severe dry eyes, blurry vision, pus coming out of eyes, pain and pressure in eyes, headaches, chronic sinus infections, inflammation, pressure in ears, ringing in ears, sores on eyes and in ear that wouldn¿t heal, hard to breath (felt like weight on chest), neck and shoulder pain, anxiety, jaw issues, joint pain, weight gain (no reason. I ate very clean, no gluten (intolerance) and worked out 4-5 days a week), brain fog, loss of word retrieval and metal taste in mouth.